Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the site had an issue with the non-stick coating on the plasma blade flaking. Additional information received stated that the generator was still in use and they pulled another device to resolve the issue. There was no impact to patient outcome.

Manufacturer narrative:
H3: analysis summary: complaint not confirmed: upon receiving the devices from the sender, the suction tubes and cables were cut and discarded by the sender and prior to receiving the package. The blade and shaft of blade was observed and residue/dried blood in the suction tube and there was eschar buildup on the blade upon arrival. This device can also be seen with missing heat shrink that also was not returned by the sender. It is not certain if the heat shrink was pulled off or if it came off during the procession of the sender that cannot be confirmed. It has been concluded after the device was decontaminated, and the eschar buildup was cleaned off the blade and the coating was observed that it was normal wear and tear from when the device was used and activated. An additional analysis was completed and concluded the same conclusion with normal wear and tear on the coating. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.